Event description:
It was reported that the patient presented to the emergency room with dizziness and feelings of weakness. Upon further analysis, it was reported that the right ventricular (rv) lead exhibited an abrupt onset of high impedance levels coupled with intermittent non-capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sdr303b, implantable pulse generator (ipg), implanted: (b)(5) 2005; product ID: 507645, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).